Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital experiencing positional pain during ventricular pacing. An echocardiogram was performed, and it was suspected that a cardiac perforation near the right ventricular (rv) lead had occurred. The device was reprogrammed as an interim solution. A future follow-up appointment is anticipated. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that an ultrasound was performed with no indications of inflow obstruction. The patient condition had improved and no further intervention was needed.